Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g4, g7, h2, h3, h6, h10 the device was returned to the factory for evaluation on (B)(6) 2023. An investigation was conducted on (B)(6) 2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle. Charred material was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw from the base to the tip of the hot jaw, with detachment of the heater wire from the tip of the hot jaw. The clear silicone insulation on the tip of the cold jaw was observed to be peeled back, exposing the metal tip of the cold jaw. The clear silicone insulation on the tip of the hot jaw was also observed to be slightly peeled back from the hot jaw, exposing the metal tip of the hot jaw. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed as well as the analyzed failure "peeled; delaminated' jaw" was observed. The lot # 3000263028 history record review was completed. There were two (02) ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 cutting wires delaminated from jaws but remained intact. The jaws were not open during insertion. During insertion, there was no resistance. Case delayed. Another device was used. No harm to the patient.